Event description:
Subsequent information states the patient continues to be monitored and has additionally reported feeling dizzy at times. An additional episode review by boston scientific's ts, confirmed periods of pacing inhibition caused by the system noise and likely contributed to the reported symptoms. Technical services reported the noise appeared to be myopotential in nature, rather than the previously suspected reversal of the lead's terminal pin within the header. Some additional troubleshooting continues.

Event description:
The additional electrogram review, concluded the patient was likely engaged in some "extra-ordinary" physical activity at the time of the episodes. The review confirmed myopotential noise; however, it did not result in system oversensing. Additionally, amplitudes were unable to be measured due to being below the devices sensitivity level. The patient performed a variety of maneuvers for system review, none of which recreated a similar noise pattern, as the episodes earlier observed. To date no other actions required with no system changes are planned.

Event description:
Boston scientific received information that the patient with this device was monitored due to noise on the right ventricular (rv) shock channel. The rv lead is a competitor product and has been implanted/in service over ten years. Electrogram's were sent to boston scientific's internal technical services for assessment, due to the possibility of inappropriate therapy. Following review, ts was unable to conclusively determine root cause of the noise; however, there was suspicion that the high voltage terminal pins maybe reversed within the header port of the device. In the absence of intervention, it was the ts recommendation, to reprogram the device's shocking vector to distal coil-proximal coil, ensuring adequate shock energy.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available at a later date, this event will be reopened and updated.